Manufacturer narrative:
The hill-rom technician found the receiver flange on the side rail physically bent and needed to be replaced. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The facility performed preventative maintenance in march of 2017. The technician replaced the side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail was not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).